Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did a meter test at home and went to doctor's for a lab comparison test; tests were about 1.5 hours apart. His meter reading was 128 mg/dl, and the lab test result was 182 mg/dl. He did not have any symptoms. Due to unavailability of supplies, no control test was done. Reporter checks the confirmation dot for enough blood and compares it to color chart. On followup, a control solution test was in range, 123 (95-143). The lifescan representative reviewed, coding, cleaning, control solution use, strip storage and meter/lab comparisons.